Event description:
It was reported that the patient presented in emergency room with a sustained ventricular tachycardia (vt). Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited loss of high-voltage therapy due to incorrect interpretation of vt as supraventricular tachycardia. An emergency external defibrillation was given, and programming changes were made. The patient condition was unstable.

Event description:
Additional information received indicated that the patient presented to the emergency room with symptoms of dizziness and palpitations. A device interrogation was performed and revealed that their implantable cardioverter defibrillator (ICD) misdiagnosed a true ventricular tachycardia (vt) episode as supraventricular tachycardia (svt) and failed to provide shock. An emergency external defibrillation was given. Additional programming changes were made. The patient was stable and discharged from the hospital.